Event description:
Patient reported, the insulin delivery of the infusion device is too low. Pt stated, his blood glucose level has been unexpectedly elevated for the last few days. Pt stated, his blood glucose level was 300 mg/dl. Pt¿s normal blood glucose level was not provided. Pt is currently very ill due to 2 strokes and 2 heart attacks. Pt reported no problems with the new infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside of the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.